Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly the customer lost consciousness and an ambulance took them to the hospital. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.